Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The unexpected pfs error was confirmed in screenshot review. However, the reason behind the pfs failure is unknown, because the necessary log files (xsession.log) to identify the cause were not provided. This is also the case with the system time out errors. The errors were confirmed, but without the xsession.log, further analysis for the cause of the errors could not be performed. The drill used in this case was returned and functionally evaluated. During the drill diagnostics test, the robotic drill critical error occurred. When attempting to run a case, the drill symbol on the hardware connection screen was flickering. Therefore, a hardware issue with the drill is the most likely cause of the unexpected pfs error, as well as the reported system time out errors. An internal error message is a result of an intraop crash. However, the log files (naviosystem.log, xsession.log,) needed for further investigation of the intraop crash were not provided for review. It is possible that the internal error is an occurrence of a known software issue where, following a non-recoverable error (where the user is forced to exit the application), the user is prompted to quit intra-op, which results in the ¿internal error¿ message displayed. When the intra-op encounters a non-recoverable error, it requests the user to quit the application, but still displays the ¿internal error¿ message to the user. This was originally identified as a potential software bug. However, with non-recoverable errors, it was determined that the ¿internal error¿ message is programmed to be displayed to the user and is not a software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, while preparing to mill the distal femur, they received a pfs error. This was immediately followed by an internal error. They rebooted cori, resumed the case, calibrated, and when they began to mill distal femur they received a system time out error. They hit continue and they were able to finish distal milling. When the surgeon began to drill his tibial lug holes, they received a system time out error twice. Both were recovered from and the case was completed without further issue. The procedure was completed, with a 5 minutes delay, using the same device. Patient was not harmed as a consequence of these problems.